Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician prescribed antibiotics. Due to concern for a possible allergic reaction to the lead, the physician brought the patient into the or a week later and removed the entire inspire system.